Manufacturer narrative:
Unit powered on with blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, displacement accuracy test, or self-test due to blank display. Unable to download unit due to blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, force sensor, lcd flex connector, keypad flex connector, and power board. Test p-cap unable to lock in place properly due to retainer ring damage. The following damages were noted: corroded battery tube, missing display window/cover, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case, keypad overlay texture damage, pillowing keypad overlay, scratched case, bleeding, partially broken retainer, missing o-ring (reservoir tube), and cracked reservoir tube lip. In summary, unable to test for device test failed due to blank display. Blank display confirmed due to moisture damage. Customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, damage (physical or cosmetic), device test failed. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1715k was requested and customer response was the device will be returned.